Manufacturer narrative:
The device was unable to prime during the prime test due to faulty sensor resistor. No motor error alarm noted. The motor passed the motor test. The insulin pump had a scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 7.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.